Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a routine follow-up. Premature battery depletion was noted. The patient did not have any therapies or episodes. No session records were available since the patient is not followed via merlin.net transmission. The device was explanted and replaced. Procedure went well.